Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered incorrect correction factor settings when setting up the replacement pump. Blood glucose level was 322 mg/dl. Tandem technical support assisted customer with correcting the correction factor settings.